Manufacturer narrative:
On 4-feb-2019 (B)(4) was received by lumenis cru. The ce resolution was to send a comm. Cable as a replacement. The shipment was done on the same day. On 12-feb-2019 the current complaint was opened as an adverse event due to the same complaint description as (B)(4): laser not recognizing scanner. The ce talked with the facility and has decided to send a replacement scanner. Product investigation was submitted in order to understand the scanner recognition issues. According to ultrapulse user manual 0637-129-01, revision h: "before replacing any scanning accessory at the endjoint of the articulated arm (deepfx, encore cpg, etc.), the scanner software module needs to be paused in order to prevent possible damage to the system. Pause the scanner software module by pressing the (pause) button on the options screen. Disconnect the communication cable from the scanning accessory and disconnect the accessory from the articulated arm. Connect the desired scanning accessory to the articulated arm, and connect the communication cable to the accessory. To restart the scanner software module after you have connected the new scanning accessory to the endjoint, press the (restart) button on the options screen." When the user is not following these instruction, error 235 is displayed. Based on the above it can be concluded that incorrect use of the scanner is the cause of the reported error and recognition issue. It can be concluded that no injury occurred in this event. Lumenis is reporting this adverse event in abundance of caution because the procedure was canceled and the patient was awakened from general anesthesia .

Event description:
User facility reported that the planned procedure with the subject device could not be performed due to error 235. The patient was under general anesthesia and should be awakened.